Manufacturer narrative:
Section d4 gtin of the initial medwatch report indicates: blank section d4 gtin of the initial medwatch report should indicate: (B)(4).

Event description:
The customer contacted physio-control to report that their device was displaying the service indicator and had logged event codes in its memory. One of the event codes logged in the device's memory is indicative of a failure of the device to recognize a shockable rhythm. As a result, defibrillation therapy may be delayed or unavailable, if it needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic history logs and confirmed the critical event code was logged in the device's memory. Proper device operation was observed through functional and performance testing. The customer received a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was displaying the service indicator and had logged event codes in its memory. One of the event codes logged in the device's memory is indicative of a failure of the device to recognize a shockable rhythm. As a result, defibrillation therapy may be delayed or unavailable, if it needed. There was no patient use associated with the reported event.